Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also reported via phone call that the insulin pump alarmed replace battery now alarm without prior low battery alert. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump alarmed failed battery test. The insulin pump will be returned for analysis.